Event description:
The customer reported a leukoreduction failure on a filtered red blood cell (rbc) unit from a whole blood collection. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) this report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: a leukoreduction filter was received for investigation. The filter was rinsed with normal saline, and a slow flow rate was observed. An air tightness test was performed and confirmed that no air leaks were observed in any location. The filter was disassembled and the appearances of the filter membranes were observed; the returned membranes' appearance did not differ from conforming product; wbcs were noted to be accumulated in the filters. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints regarding this production lot number. Root cause: a definitive root cause for this failure could not be determined. There were no anomalies noted in the manufacturing or testing and inspection records for this lot. Leuko cytoreduction failure is commonly caused by the following factors: characteristics of blood. There is a possibility of leukocyte leakage due to the donor's blood characteristics. Pressure load on filter membranes. When physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.